Event description:
The customer initially called for assistance setting a temporary basal rate. The customer then reported that she was hospitalized due to a heart attack and high blood glucose levels. The customer's blood glucose reading was 1500 mg/dl at the time of admission. The customer experienced vomiting and nausea. Assisted the customer with the temporary basal rate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.